Event description:
A zoll territory manager called zoll customer support to report that there were exposed wires on a (B)(6), male, pt's electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation, the distribution node (dn) to rear therapy electrode cable was pulled from the strain relief. The root cause for the damaged cable could not be positively identified, but was likely excessive force. No adverse event resulted from the damaged cable and exposed wires. The pt received a replacement electrode belt.